Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose level. The customer¿s blood glucose level was 482 mg/dl. The customer¿s blood glucose level was 360 mg/dl at the time of incident and blood glucose level was 399 mg/dl at the time of call. No treatment was mentioned. Troubleshooting was performed and no issue was found at the time of call. The customer performed high pressure test and it passed. The insulin pump will not be returned for analysis.